Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) has abnormal behavior. In further full review in the pump history found: lowbatteryalert (104) on 1/13/2025 at 5:24:00 pm. Pump passed self test and active current measurement. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found corroded j7 on the pcba 1 and corroded battery tube and vibrator. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked down button keypad overlay identified during the visual inspection. Customer alleged for pump battery is out of the power in 3 days and unexpected low battery alert confirmed in the pump history and pump received with a high sleep current measurement due to corroded j7 on the pcba 1. Charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power problem-charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported a short battery life or a low battery alarm. The pump battery was out of power for a week, and recently the battery has been out of power for 3 days. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.